Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5130894.

Event description:
It was reported that the patients leads were found disconnected from the implantable pulse generator (ipg) via x-ray. The patient underwent lead replacement procedure and was doing well postoperatively. All explanted device components were discarded.